Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The imaging evaluation stated there are two time-points available for evaluation; post-implantation cta dated (B)(6) 2016 and limited intra-operative angiogram imaging dated (B)(6) 2016. The length from the left renal artery to the circumferential proximal device appears to be ~28mm on the (B)(6) 2016 cta imaging. There appears to be lack of wall apposition at the very end of the proximal end of the device. Aortic diameter just distal to the left renal artery appears to be 20.3mm. Aortic diameter ~8mm distal to the left renal artery appears to be 21.5mm (axial). Aortic diameter 15mm distal to the left renal artery appears to be 21.9mm. There appears to be some calcium within the proximal neck. Comparison axial imaging of the non-contrast, arterial and delayed series of cta appear to show; contrast in the ima on the arterial and delayed cta series with pooling contrast anteriorly, which appears to communicate. Cannot confirm ante grade or retrograde flow. Pooling contrast in the posterior sac appears to increase on the delayed contrast series. There appears to be contrast in lumbar arteries communicating at this level. Cannot confirm ante grade or retrograde flow. There appears to be another lumbar artery more distal with contrast in it on the arterial series. No pooling contrast can be visualized in the sac at this level. Maximum aneurysmal diameter on (B)(6) 2016 appears to be 57.7mm x 62.3mm. Intra-operative angiogram limited imaging appears to show the addition of 2 aortic extender cuffs implanted into the proximal end of the originally implanted device. Contrast cannot be visualized outside the implanted devices with available images. Angiogram imaging of the common iliac arteries and vessels distal do not appear to demonstrate contrast outside the implanted devices. According to the gore® excluder® aaa endoprosthesis instructions for use, the rlt281412 device is intended to be used in aortas with internal diameter range of 24-26mm.

Manufacturer narrative:
This event was reported previously in event # (B)(4), MFR report # 2017233-2016-00634, therefore this report is being retracted.

Manufacturer narrative:
Concomitant medical products: medications: asa, xarelto, lisinopril, atorvastatin, calcium-vitamin d, coreg and super b complex. (B)(4).

Event description:
On (B)(6) 2013 a patient underwent treatment of an abdominal aortic aneurysm with gore&#59397;excluder&#59393;aaa endoprostheses. The anatomy was described as tortuous, so on withdrawal of the stiff guidewires, it appeared shortened. Repeat angiography was performed which documented clearly, the level of the bifurcation. A 23 x 10 cm contralateral leg component was positioned so that the leading edge was just above the level of the bifurcation. Following deployment, this component was post-dilated with a qx50 balloon. There was no evidence of a type I or type ii endoleak. The patient tolerated the procedure. On (B)(6) 2016 a routine ultrasound followed by a CT scan confirmed a type I endoleak and a growing abdominal aortic aneurysm. The trunk-ipsilateral leg endoprosthesis had slipped distally to a location 2.5cm below the level of the renal arteries. On (B)(6) 2016 a reintervention took place whereby two aortic extenders were implanted. Upon conclusion of the procedure, there was no evidence of type I or type ii endoleak. The patient tolerated the procedure.